Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the supplies were changed to address the event. Customer reported that occlusion were due to the tubing; however, this could not be confirmed. There was no impact to customer's blood glucose.